Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a low blood glucose event and received an unexpected re-initialization alert. The customer's blood glucose reading was 38 mg/dl. The customer reported symptoms of feeling sick and shakiness. The customer treated with a glucagon shot and the blood glucose levels became 122 mg/dl. The customer reported that they thought the unexpected re-initialization was due to exercising. The customer was advised that the device would be replaced, however the product was not returned for analysis.